Event description:
It was reported the patient recently had a revision on (B)(6) 2014. The patient¿s therapy was not as effective for the patient¿s tremor so they moved the lead to see if that would be more effective. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 64001, lot# n259654, implanted: (B)(6) 2012, product type: adapter. (B)(4).